Event description:
The customer reported the ventilator was alarming for no oxygen available. The customer reported the device was in use on a pt, but there was no pt harm reported. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the ventilator was connected to the oxygen wall source through a flow meter. The flow meter is set to 10 lpm. Pse explain to the biomedical engineer the oxygen flow meter was causing a restriction and insufficient flow to the ventilator. The biomedical engineer reported that after adjusting the flow meter the alarm condition stopped. The biomedical engineer reported there was no malfunction of the ventilator.